Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13018). Lithium (B)(4). Clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented in clinic after receiving an alert for a vibratory notifier, the device was found to have prematurely reached end of life. The device was explanted and replaced. The patient experienced no medical consequences as a result of the event.